Event description:
While setting-up the tubing lines for the extra-corporeal circuit prior to a bypass procedure, the perfusionist noticed that the position of 2 of the lines had been reversed. The tubing kit was discarded and another kit was used for the procedure. Therefore, there was no pt involvement.